Event description:
The patient was brought to the ICU in stable condition, and discharged postoperatively day one.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Attempts for additional information are currently taking place and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that nine (9) years, nine (9) months post-implantation of this 23mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was deployed (valve-in-valve) due to stenosis. The patient was noted to be well, post-operatively, and no additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.